Event description:
It was reported to manufacturer that the vns patient's model 103 generator was reset to 0ma upon interrogation. The patient was previously seen in (B) (6) 2008 where the output current was set to 0.75ma. Upon interrogation at the (B) (6) 2008 appointment, the generator was found to be set to 0ma. Attempts to obtain the programming data from the physicians hand held for further analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.